Event description:
Follow up information obtained indicated that the patient was reprogrammed and was reported as "doing better". If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a fall which caused her lead to move. She had a lead revision procedure performed on (B)(6) 2012. She not felt her stimulation either too high or not at all. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v836134, implanted: (B)(6) 2011, explanted: na. Programmer: model 303, serial# (B)(4).